Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose. Customer was treated with IV drip. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Caller stated that the customer have use the same infusion set for 4 days prior to hospitalization. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.